Event description:
Information was received from a consumer (con) and healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid (30 mg/ml at 2.56 mg/day) via an implanted pump for an unknown indication for use. It was reported that the patient's pump was moving in their abdomen. The hcp stated that the patient had a history of flipping the pump and that was likely the cause again. A pocket revision was completed and the pump was tacked back down. It was reported that the catheter was intact and there were no changes made to the pump or catheter. The issue was resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight at the time of the event was 211 pounds. The patient's medical history consists of chronic pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.